Event description:
Norepinephrine administered into patient from 2203 to 2223 appropriately via alaris pump, but at 2224 patient had extremely high bp. Norepi stopped, bp remained extremely elevated (237/123). Line was traced back from patient, to channel, to medication, and was labeled appropriately I disconnected the line from the patient but noted the medication continued dripping at a steady rate despite still being clamped within the channel door. I held the line up and let it drip into my hand so the provider and primary rn could see the problem and verify proper line tracing. I then removed the line from channel and the line continued to drip at the same rate (at or near gravity) though the lines blue safety clamp (not roller) was still engaged . Within about 20 seconds my palm was filled with norepinephrine dripping from the still clamped line. Line and channel were both bagged and taken to risk management by house supervisor. Patient stable at time of this report.